Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of device stops by itself was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the electric pen drive device had unintended activation/motion. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that the trigger of the electric pen drive device started to work without pressing the switch and the device also stopped by itself. It was not reported if the device was used in surgery. There was no human patient involvement as this device is intended for veterinary use only. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. However, it was reported that the event occurred in 2021. If additional information should become available, a supplemental medwatch report will be submitted accordingly.